Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A documentation review has been conducted, confirming previous complaints of this nature. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for treatment, when the carrier of the pico 7 15cm x 15cm dressing was removed, some silicone adhesive removed with the carrier and did not remain on the dressing. In addition, when it was removed from skin, the residue of silicone adhesive left on the skin. Treatment was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.